Event description:
Distributor received info that this pmi lead was removed from service due to an insulation break. The lead was replaced with a new rate sensing lead. Two pmi leads were involved in the pt's lead system. Distributor is unable to determine which lead was involved and therefore will report on 113625 at this time.